Manufacturer narrative:
Continuation of medical devices: product ID 5076-58 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having atrioventicular (av) node ablation and during impedance measurement, the left ventricular(lv) impedance was 0ohms along with variation of impedance on all the leads. There was also r/p waves are also varying. The leads remain in use. No patient complications were reported as a result of this event.